Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(6), d9, h2, h3: the hardware (bi71000176, (B)(6)) was returned and analysis was performed. Visual inspections showed component d6 was electrically over stressed. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was a faulty power conversion board. There was no patient involvement. The user reported that the fault occurred when driving down and incline and there was a smell of burning ¿ (a component on the board had burnt out). This then removed the 96v need for movement and prevented the system from booting up.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000861, product ID: bi71000860, product ID: bi71000209, product ID: bi71000445, h3: a manufacturer representative went to the site to test the equipment. The medtronic representative (rep) confirmed the issue on the power enclosure resulting in no gantry movements and drive issues. The power tray updated to a new revision with a rotatory switch. The power conversion enclosure, front cabinet earth panel cable, and bellow cover slider were replaced. System functions were checked. The system performed as intended. The system was previously stored/driven on an incline. The rep advised the customer not to drive on this incline and the system was to be stored elsewhere. Codes fdm b01, fdr c02, c07, fdc d02 are applicable to this analysis. H6: multiple annex g codes were reported. G03016 corresponds to concomitant product bi71000861 that comprises the reported event. G02012 corresponds to concomitant product bi71000860 that comprises the reported event. G02004 corresponds to concomitant product bi71000445 that comprises the reported event. G04012 corresponds to concomitant product bi71000209 that comprises the reported event. Multiple fdd/annex a codes were reported. A1009 was coded for burning smell. A110201 was coded for the system being unable to boot. A0708 was coded for the power conversion failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.